Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that after keys a system checkout was performed and no fault was found with the system. After discussion with the surgeon it was thought that there was movement in the patient spine after some decompression work. Ways to prevent that type of movement and why accuracy checks are a good thing was discussed with the site. It was noted that the system had been performing as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a system checkout was performed and it was noted that the site had performed 4 successful cases since the complaint.

Manufacturer narrative:
A medtronic representative went to site and performed a system checkout. There were no failures found and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy of 1 cm during a case. It was noted that the surgeon and site team did not feel that the patient reference frame or patient had moved. The site had initially used an imaging system and re-spun with a c-arm to check the accuracy. It was noted that the site was planning on spinning again before placing the screws. The inaccuracy was reported during disc work and it was noted that the surgeon workflow was decompression followed by screw placement. There was a 30 minute surgical delay and no impact on patient outcome.